Event description:
It was reported that during the implant procedure following the deployment of the transcatheter bioprosthetic aortic valve complete heart block occurred and resolved the same date. The physician indicated this complete heart block episode was possibly related to the dcs and causal related to the valve implant procedure. A temporary pacing wire was left in place. Additionally on this day, an acute on chronic diastolic congestive heart failure episode occurred. Hypoxia and pulmonary edema were present. The partial pressure of arterial oxygen (po2)measured 75 millimeters of mercury (mm hg). An intravenous one time push of a diuretic was required. Regarding the hypoxia and pulmonary edema, the patient was stable on room air and was discharged the day following the valve implant. This acute congestive heart failure event was reported as resolved, and unrelated to the medtronic products or implant procedure. Two days following the valve implant, the patient had a telehealth visit with report of a syncopal episode that lasted about 30 seconds. A pause of 5.5 seconds, unspecified atrio-ventricular block, was noted on the outpatient mobile cardiac telemetry. As result, the patient went to the emergency department for further evaluation. Three more episodes of syncope occurred with the longest pause occurring for 10 seconds. A semi-permanent pacemaker was inserted in the right side of the neck and the patient was transferred for further management. Hospitalization occurred. Three days following the transcatheter valve implant, a transthoracic echocardiogram (tte) was performed the day following the valve implant which indicated an unspecified degeneration of the aortic valve prosthesis. Treatment was not documented. This degeneration was not resolved. As planned, a permanent dual chamber pacemaker was implanted 5 days following the valve implant. A deep septal/left bundle area pacing via left axillary access was reported. The patient tolerated the procedure well. Post-procedure the telemetry showed stable dual-chamber pacing with no recurrent pauses or arrhythmias. The patient was discharged again 6 days following the valve implant procedure.  The physician indicated the second occurrence of the complete heart block episodes were causal related to the valve and valve implant procedure. Additional information was received to report the patient underwent a transcatheter aortic valve replacement procedure with implant of a non-medtronic valve.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest a medtronic device was associated with this patient and tavr procedure; therefore; a medtronic device did not caused or contribute to a death or serious injury or malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. D. Suspect medical device h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure following the deployment of the transcatheter bioprosthetic aortic valve complete heart block occurred and resolved the same date. The physician indicated this complete heart block episode was possibly related to the dcs and causal related to the valve implant procedure. A temporary pacing wire was left in place. Additionally on this day, an acute on chronic diastolic congestive heart failure episode occurred. Hypoxia and pulmonary edema were present. The partial pressure of arterial oxygen (po2) measured 75 millimeters of mercury (mm hg). An intravenous one time push of a diuretic was required. Regarding the hypoxia and pulmonary edema, the patient was stable on room air and was discharged the day following the valve implant. This acute congestive heart failure event was reported as resolved, and unrelated to the medtronic products or implant procedure. Two days following the valve implant, the patient had a telehealth visit with report of a syncopal episode that lasted about 30 seconds. A pause of 5.5 seconds, unspecified atrio-ventricular block, was noted on the outpatient mobile cardiac telemetry. As result, the patient went to the emergency department for further evaluation. Three more episodes of syncope occurred with the longest pause occurring for 10 seconds. A semi-permanent pacemaker was inserted in the right side of the neck and the patient was transferred for further management. Hospitalization occurred. Three days following the transcatheter valve implant, a transthoracic echocardiogram (tte) was performed the day following the valve implant which indicated an unspecified degeneration of the aortic valve prosthesis. Treatment was not documented. This degeneration was not resolved. As planned, a permanent dual chamber pacemaker was implanted 5 days following the valve implant. A deep septal/left bundle area pacing via left axillary access was reported. The patient tolerated the procedure well. Post-procedure the telemetry showed stable dual-chamber pacing with no recurrent pauses or arrhythmias. The patient was discharged again 6 days following the valve implant procedure. The physician indicated the second occurrence of the complete heart block episodes were causal related to the valve and valve implant procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name medtronic transcatheter delivery system; product ID mdt-trans dcs (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date continuation of d10: product ID mdt-trans cls; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.